Manufacturer narrative:
Upon receipt of customer information. Personnel from relevant departments are organized to investigate the root cause. No abnormality was found during retained sample tests and products records review, based on the current investigation performed, more information is needed for the root cause determination.

Event description:
Customers provided feedback that blood does not flow into the tubes. They had to use a 10cc syringe to draw blood.